Manufacturer narrative:
Corrected data: d9. Additional data: d4. No physical device was received. Based on the provided information by the customer, the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established. It is unknown what part of the hinge broke. However, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor or connector to break. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has been returned. An investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. I was reported that one of the hinges broke off. No injury was reported.